Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had not been feeling well, he experienced palpitations and diaphragmatic stimulation on the left side of his chest. The left ventricular lead exhibited high thresholds. The device was reprogrammed and the symptoms the patient had been feeling were resolved. The patient would be re evaluated at next scheduled follow up. The patient was stable.